Manufacturer narrative:
Date of submission 23-may-2018 the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: during investigation, the pump was returned with the battery compartment cracked starting at the threads to the left side of the grip pad, and from the case seal traveling to the grip pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was a casing issue. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.